Event description:
It was reported that the device could not be interrogated. When attempting programming changes, a power on reset message appeared. Three attempts were made to reset the device, but it still could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.